Event description:
While using bag valve mask resuscitator on cardiac, 3 bags failed while to ventilate a pt. The bags broke at the swivel while holding the mask on the pt and pushing down on the gag. On inspection of inventory 7 of 7 failed the same way.